Event description:
A customer reported that the unit of measurement setting of his freestyle flash meter changed, and the low battery sign was displayed on the screen. The customer obtained a reading of around 20 mg/dl and took a dose of insulin based on this reading. The customer experienced hypoglycemia and lost consciousness. The customer's girlfriend gave him glucostick. The customer did not require any medical intervention.

Manufacturer narrative:
The customer's product has been requested back for investigation.